Event description:
The foreign material was found around the adhesive oof the bending section cover and on the plastic distal end covering the bending section.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, h6 (remove component code - "3092 - nozzle"), e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the white foreign material was residing inside the adhesive on distal sheath and probe cover. There was no damage to the area where the foreign material was detected, and it was confirmed that the reprocessing was performed according to the instructions for use. However, the definitive root cause could not be determined. The event can be detected and prevented by handling the device in accordance with the following section of the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the adhesive on the distal end, plastic distal end cover and nozzle of the gastrointestinal videoscope had foreign material. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.